Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 120 to over 500 mg/dl. A manual insulin injection was used to address elevated bg. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, customer reverted to an alternate pump for insulin therapy.